Event description:
It was reported that, during a total hip surgery, the tip of one (1) r3 liner impactor head 38-42mm broke. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4).